Manufacturer narrative:
Catheter model# 8731sc, lot# 0202676747, implanted: unk, explanted: unk.

Event description:
It was reported that the pump "did not seem be effective: no pain relief after months of treatment". The pump was interrogated and it was noted that the "theoretical volume was as expected quite low (slightly higher than the non-critical alarm volume) but did not correspond at all to the actual volume in the pump". It was also noted that "it seems that the pump did not administer any of the product as the volume emptied before the last filling corresponded to the volume filled at the previous filling". It was noted there were no alarm/alert messages. It was noted there was no injury. The plan was to change the whole system. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not followed up with the hcp. It was noted "with that mind we have so far no way to know what could possibly have caused the supposed problem."